Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unreported date in 2014, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing during the peritonitis event and then on a recent unreported date, the patient was transferred to hemodialysis therapy and the peritoneal dialysis catheter was removed. The patient was recovered from the peritonitis event. No additional information is available.